Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 359.219. Lot: 9452082. Manufacturing site: hägendorf. Release to warehouse date: june 26, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the investigation has shown that the chuck is jammed and cannot be locked and unlocked. The article is in bad condition. The titanium elastic nail (ten) inserter head has some heavy hammer blows visible on the top as well on the bottom and at the chuck surface. Functional test: a functional test cannot be performed of the detected damage. Further attempts (with bench vice and pliers) failed to lock / unlock the jammed retaining jaw's of the chuck. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use-related damage at the device. Summary: the received condition agrees with the complaint description and the complaint therefore is confirmed. The investigation has shown that the chuck is jammed and cannot be locked and unlocked. The article is in bad condition. The ten inserter head has some heavy hammer blows visible on the top as well on the bottom and at the chuck surface. These indications led us assume that the device encountered unintended forces, such as a mechanical overload during surgery, which finally caused the post manufacturing damages. Further recommendation to prevent the chuck jamming, please follow our "care and maintenance in the technique guide ten system;" inspect chuck after and before each use. Instruments with moving parts must be lubricated with synthes autoclavable oil. Fully open and close the chuck without implants and check its frictionless function. Such lubrication to prevent the chuck jamming. By the evidence, that the device passed our 100% functional check of the chuck before the device left the manufacturing site we confirm that the cause of failure is not due to any manufacturing non-conformance's. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed customer quality (cq) evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the removal surgery of a titanium elastic nail with the inserter. During the surgery, the surgeon could not open and close the tip of the inserter. The surgeon used a wrench, but he could not turn the inserter. The surgeon used a pliers instead, and the surgery was completed successfully. The surgery was delayed by less than 30minutes. No further information is available. Concomitant devices reported: unknown nail (part # unknown, lot # unknown, quantity # 1), unknown wrench (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).